Event description:
It was reported that the patient presented in the hospital experiencing an arrhythmia. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low defibrillation impedance and an over current detection charging problem which resulted in a failure to deliver shock. It was noted that the ICD automatically changed the shock configuration and a shock was delivered, successfully converting the arrhythmia to sinus rhythm. The patient was hospitalized, and the ICD and lead were reprogrammed. The patient was in stable condition.